Event description:
The patient was seen at the implant center for device evaluation in 2000 after system ceased functioning after a reported fall down a stairway. Testing conducted confirmed that device was no longer functioning.